Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high and was hospitalized on (B)(6) 2017. The customer¿s blood glucose level was 300-400 range at the time of the incident. The patient's current blood glucose was 275 mg/dl. The customer was wearing the pump at time of hospitalization. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.